Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during setup and inspection for use, the gastrointestinal videoscope exhibited a blurry image. There were no reports of patient involvement..

Manufacturer narrative:
Updated field: d8, d9 h2, h3, h4, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue in both sides of air/water channel. A definitive root cause could not be identified for the reported allegation. Based on the results of the investigation, it is likely that the cause of the reported issue could not be determined. Additionally, for the additional finding of white residue on both sides of the air/water channel, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.